Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete event, patient and device information. A search of the complaints files found one other report (2021-00022 - same event reported by a 3rd party) with the involved lot number. The investigation was based on the user facility information and testing & evaluation of actual device. This report is the final report being submitted by vasorum. All available information has been placed on file in the customer complaint files of vasorum ltd for appropriate tracking, trending and follow-up.

Event description:
It was reported that turning the closure system on position 1, the inner umbrella did not open. Even with pushing, turning, knocking it did not open and then has been replaced by another device.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete event, patient and device information. A search of the complaints files found one other report (2021-00022) with the involved lot number. The investigation was based on the user facility information and pending testing & evaluation of actual device. This report is the initial report being submitted by vasorum. All available information has been placed on file in the customer complaint files of vasorum ltd for appropriate tracking, trending and follow-up.

Event description:
It was reported that turning the closure system on position 1, the inner umbrella did not open. Even with pushing, turning, knocking it did not open and then has been replaced by another device.